Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4 batch #: x7026r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them.  Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad.  Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number x7026r, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a device change error. There were no patient consequences.